Event description:
It was reported that during a hip arthroscopy procedure, at the final closing, the bed collapsed and suddenly fell. The doctors grabbed the patient before touching the floor. Part of the bed had broken, and part bent. The clamp that was connected to the bed rail was broken and the screw that connected the leg to the bed became twisted. No delay was reported and it is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
D4 was updated.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found the clamp arms to be bent and broken. A visual inspection found that one of the four arms of the camp was broken off as well as one the arms was bent. There is also damage to the paint. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause associated with a component failure. Factors that could have contributed to the reported event include overloading of weight on the clamp or an unintended excessive prying force. No containment or corrective actions are recommended at this time.